Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported loss of consciousness and hypotension. The etiology of the loss of consciousness and hypotension is unknown, therefore causality cannot be established. While there is no allegation or evidence the liberty select cycler causing or contributing to a serious adverse patient event; it remains unknown if the patient was undergoing treatment at the time of the event(s). As such, a causal or contributory relationship cannot be excluded. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported loss of consciousness and hypotension which warranted hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support regarding supply bag lines are blocked message during dwell three of five. The technical support representative advised the patient to drain and cancel treatment. During follow up the pdrn stated the patient was hospitalized for loss of consciousness (loc) and hypotension (details unknown) the morning following the treatment. The pdrn reported the patient was found unconscious and was hospitalized for hypotension. The pdrn reported the event(s) were unrelated to the liberty select cycler. Subsequent attempts to obtain additional information have thus far proven unsuccessful. As such, the hospital course and discharge disposition of the patient are unknown. Additionally, it is unknown if any fresenius product(s) or device(s) were utilized during the course of hospitalization.